Event description:
It was reported that the patient presented with visible diaphragmatic stimulation. The lead had dislodged due to twiddler's syndrome. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.